Event description:
In 2008, the patient's friend reported the patient can not remove an air bubble from the cartridge of his insulin infusion device. During troubleshooting with a company rep, the patient was able to remove the air bubble. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.